Event description:
It was reported that the ipg pocket site was uncomfortable. The patient underwent a revision procedure wherein the ipg was repositioned. No device malfunction suspected. The patient was doing well postoperatively and the device remains implanted.

Manufacturer narrative:
Exact date unknown, event occurred three months from date the manufacturer became aware of the event.